Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device check. It was noted that the atrial lead exhibited noise episodes that led to auto mode switch and atrial noise reversion episodes. The patient complained about experiencing fatigue. No intervention was performed. The patient was stable and will continue to be monitored remotely.

Event description:
New information notes the device recorded multiple ams episodes, also some episodes of atrial noise version, the most recent on (B)(4) 2019. All of these episodes appear to be due to short lasting atrial lead noise, although the patient is not experiencing symptoms regarding the noise that is being observed. The lead will continue to be monitored for further signs of noise and/or deterioration.